Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported by the patient that infusion set cannula was bent due to which hyperglycemia and moderate ketones occurs after 3 hours of insertion. Infusion set was placed in abdomen. High blood glucose level was 600 mg/dl and treated by correction injection via mdi. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.